Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 05/09/2018 stating that the ra lead was not capturing at high outputs and poor sensing due to location of lead. The physician was dr. (B)(6) at (B)(6)medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).